Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient feels she does not have energy. The patient noted that "the pacemaker is not allowing her heart to go fast enough". The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.